Event description:
It was reported that balloon was torn. The 85% stenosed target lesion was located in the calcified mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and the balloon was torn. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. There were numerous hypotube kinks. Microscopic examination did not identify any damage or irregulates to the balloon; however, revealed a scratch in midshaft and pinhole. The pinhole in the midshaft prevented successful inflation of the device.

Event description:
It was reported that balloon was torn. The 85% stenosed target lesion was located in the calcified mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and the balloon was torn. The procedure was completed with another of the same device. There were no patient complications reported.